Manufacturer narrative:
The autofill process will purge and replace the iab and the extension catheter with pure helium. Autofill cycle repeats itself every 2 hours. The iabp will automatically pause assist in order to purge and refill the balloon catheter circuit with helium gas every two (2) hours. When the autofill cycle is completed, assist will automatically resume. Operator may initiate an autofill at any time by pressing and holding the iab fill key. This will reset the 2-hour autofill timer. Should a 2-hour autofill time-out occur while in the standby mode, an autofill will be performed one minute after returning to the assist mode. An autofill will automatically occur if local atmospheric pressure decreases or increases by 25 or 50 mmhg respectively, as may occur during air transport. These pressure changes will initiate autofill. Approximately every 1,000 feet of rise or 2,000 feet of drop in altitude to keep the balloon pressure. Acclimated to local condition. If the autofill procedure fails to purge and fill the pneumatic module properly. The message autofill failure will be displayed, and an audible alarm will be activated. Corrective action can be obtained by pressing the help available key. There are three (3) types of high priority autofill failures: autofill failure no helium: this alarm occurs while using the iabp in its hospital configuration, the iab could not be automatically filled because of inadequate helium gas supply. In this situations, the iab deflates and the system vents the helium. The alarm is resolved by replenishing the helium gas supply and retry the autofill function or by replacing the helium tank. Autofill failure: blood suspected: this alarm occurs when the system is auto filling and a leak in iab result in blood migration back to the system. The iab deflates and the system vents the helium to atmosphere. The alarm is cleared by cycling power off and on. Autofill failure: the helium supply is adequate however the iab could not be automatically filled. The iab deflates and the system vents the helium to atmosphere. The alarm is tried to be cleared by retrying to perform the iab fill function. In the event logs, the autofill failure is documented as code 37.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had a autofill failure alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.